Manufacturer narrative:
The affected sheath (including the sheath introducer) was returned to edwards, irvine for evaluation. Upon visual inspection of the returned device it was observed that the sheath distal tip looks slightly damaged. There are several scratches observed on the distal portion of the sheath shaft. The investigation of this event is ongoing, pending conclusion of the device evaluation.

Event description:
Per the edwards lifesciences field clinical specialist report, while attempting to insert a 22fr retroflex3 sheath during a transfemoral tavr procedure, the intimal layer in the left femoral artery was compromised. All the dilators from 16-25fr passed smoothly without difficulty. When attempting to insert the 22fr sheath it was felt much resistance and the sheath would not pass. It was attempted again to dilate the vessel with the 25fr dilator, but was met with much resistance. The dilator was coated with surgilube, and nitro was given, but it would not advance beyond the left external iliac artery. The vascular surgeon was called and he was able to pull out the stenosed material with ¿pickups¿ and showed to the fcs the intimal tissue that had dissected. The surgeon repaired the vessel by placing a patch on the left femoral/iliac area. After much discussion it was decided to convert the tavr to transapical approach, which was successfully performed. Upon review of the peripheral angiogram it was determined that there was a clot at the surgically repaired site. The surgeon then proceeded to open the patched area again and remove the clot via a 4fr fogarty catheter. After the clot was removed another patch was surgically placed in the same femoral/iliac area without complication. Another angiogram was performed and revealed unimpeded flow down the left femoral/iliac system. It was discussed and determined that more than likely the ¿step up between the actual 22fr sheath and its introducer¿ caught the intimal layer in the left femoral/external iliac and created a "snowplow" effect causing a stenosis. The patient was stable at the end of the procedure. Per report the patient¿s access vessel minimum luminal diameter (mld) measured 7.9mm with mild calcification and moderate tortuosity.

Manufacturer narrative:
The dimensional inspection of the returned 22fr sheath and introducer noted the measurements met all specifications per internal procedures. Further visual inspection revealed scratching on all returned device and there were no abnormalities observed at the transition between the introducer and the sheath tip. The evaluation of the returned sheath revealed no manufacturing non-conformities that could have contributed to the reported difficulties inserting the device into the patient and the femoral artery injury. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards lifesciences clinical technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, per report the patient¿s access vessel mld measured 7.9mm with mild calcification and moderate tortuosity. It is possible that the patient had an area of focal narrowing and calcification not appreciable on imaging which in combination with the reported moderate vessel tortuosity may have caused or contributed to the increased resistant during sheath insertion into patient. The evaluation of the returned sheath found the device to meet internal specifications and revealed no manufacturing defect that could have contributed to the event. The various inspections performed to the device during the manufacturing process make it unlikely that a damaged component/device caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.